Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer explained that the insulin pump started scrolling the numbers but would not stop. The customer's blood glucose was 150 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.